Event description:
Literature was reviewed titled 'randomized trial comparing a stent avoiding with a stent-preferred strategy in complex femoropopliteal lesions'. The study aimed to compare a stent-avoiding (sa) vs a stent-preferred (sp) strategy, promoting optimal lesion preparation and the use of drug-eluting technologies in both arms. In the sa therapy arm, clinically proven pcbs from different manufacturers could be used. Considering all study centers, pcbs from (B)(4) different manufacturers were used which included in. Pact admiral and in. Pact pacific balloons. Atherectomy devices from several manufacturers were also used, including hawkone, for lesion preparation in some patient. Relevant intraprocedural complications included (B)(4) ipsilateral embolic events ((B)(4) in the sa group and (B)(4) in the sp group) necessitating manual embolectomy and (B)(4) target vessel perforations in the sp group requiring implantation of self-expandable stent grafts (non-medtronic). With respect to drug-eluting technologies (pcbs and pess), no device malfunction was reported in either group. Residual stenosis (B)(4) was observed in (B)(4) in the sa group and (B)(4) in the sp group. 12 month follow up data reported primary patency of (B)(4) in the sa group and in (B)(4) in the sp group. Cd-tlr within 12 months occurred in (B)(4) patients in the sa group and in (B)(4) patients in the sp group. (B)(4) patient in the sa group with metastatic lung cancer died because of liver failure 299 days after the index intervention. (B)(4) patient in the sp group died because of septic shock in the context of a wound infection with underlying acne inversa 265 days after the index intervention. No deaths were determined to be device or procedure-related, and no major target limb amputation was reported during the first year after the index procedure.

Manufacturer narrative:
A2: average age a3a: majority sex literature ref: doi.org/10.1016/j.jcin.2024.03.015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.